Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events leading up to the patient¿s outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failures and dysfunctions (hepatic dysfunction, renal dysfunction, respiratory failure, and right heart failure) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿¿¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the left ventricular assist device (lvad) will not be able to provide the intended flow. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2023 due to right heart failure, acute kidney failure, and respiratory failure. It was later reported that the post-operative course was complicated by acute kidney injury, volume overload, and right ventricle (rv) dysfunction. The patient was re-intubated for hypoxemic respiratory failure on (B)(6) 2023 and was found to have moderate aortic regurgitation. The course was notable for refractory severe right heart failure with markedly elevated filling pressures, requiring inotropic support with milrinone and high-dose diuretics. The patient continued to decompensate while supported medically and with the heartmate 3 and developed acute on chronic renal failure. The family had a meeting with palliative care on (B)(6) 2023 and decided that nothing more could be done medically. The patient was ultimately transitioned to comfort care. The device operated as expected and the death was not considered to be device related.